Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer experiencing high blood glucose levels. The blood glucose was 160 mg/dl then increased to 221, she ate a meal, then the blood glucose increased to 386 mg/dl. The previous day the blood glucose increased to 521 mg/dl. Customer was shaky and anxious. After eating two meals, the blood glucose reading is 145 mg/dl. During troubleshooting, time and date are correct. Programming is correct. The high pressure test passed. Nothing further reported.